Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis. Customer was treated intravenously with saline, insulin and manual injection. Reportedly, the customer was discharged on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that the pump did not deliver insulin as intended. Although requested, the customer did not upload pump data logs for tandem technical support (cts) to perform a log review. Multiple attempts were made by cts to obtain additional information, however, additional information was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.